Event description:
Tbm states the battery indicator is not working. Tbm states the unit is in the provider showroom and has not been on a end user. No further information provided. Tbm is aware that all the parts will need to be returned for credit. Tbm states the provider will use the battery indicator and the defective battery indicator will be returned the other parts in kit will be returned new and unused. Part needed can only be ordered in a kit.